Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: lens was returned in a specimen cup with moisture on lens, clear surgical residue on product. Visual inspection found haptic torn and residue on lens. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm micl13.7, -10.5 diopter , implantable collamer lens was implanted into patients eye on (B)(6) 2019. The lens was removed on (B)(6) 2019 "due to mechanical vaulting, too steep." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Other relevant history: added information (dense ns = nuclear sclenotic cataract). Claim#: (B)(4).